Manufacturer narrative:
The actual sample involved in the reported incident is not available for eval, however, an unused, representative unit will be returned. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The b. Braun 3-way-tap connector attached to the bd q-syte device detached, resulting in leakage of cytotoxic chemotherapy agents onto the receiving pt, his/her clothes, hospital lines and floor. This put the staff at significant risk of exposure to said cytotoxic material. According to the account manager, it seems as though a firm connect between the b. Braun device and bd q-syte device could not be visually confirmed.